Manufacturer narrative:
D10 concomitant products: glj-50-m, glj-50-m polysorb* 3/0viocv-25dt 5x45x12, (lot #d2g0609y) glj-50-m, glj-50-m polysorb* 3/0viocv-25dt 5x45x12, (lot #d2g0609y) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an emergency laparotomy, the braided suture was used in an emergency surgery due to small intestinal obstruction. Intestinal serosal muscle layer suture (nodal suture) was performed. Before the end of the operation, while performing an approximately 4,000 to 5,000cc of saline cleaning, more than 10 curl-formed sutures of about 1cm in length floated in the cleaning water. When the anastomosed part was checked, a defect occurred where most sutures at the serosal muscle layer suture were almost completely undone. The use of braided suture was stopped, and another device from a different manufacturer was used again. Re-suture of the serosal muscle layer suture and re-rinsing using the same amount of fresh rinse water in the beginning were performed because the absorbable braided had no looseness at all. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. Visual inspection noted an open foil pouch and retainer. It was reported that when the anastomosed part was checked, a defect occurred where most sutures at the serosal muscle layer suture were almost completely undone. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.